Event description:
Information was received indicating that this ambulatory infusion pump exhibited over delivery. It was noted that the pump stated 29.5 ml remaining after infusion, however only 21 ml were remaining in the cassette reservoir. No adverse patient effects were reported.

Manufacturer narrative:
One cadd solis hpca pump was returned for analysis. Visual inspection performed, and product found to be in a good condition. Event history log review was performed and found no evidence of reported problem. During investigation pump was visually inspected and was tested for any signs of function and pressure failure. The customer's reported problem regarding failed accuracy was unable to be confirmed. Delivery accuracy testing found the pump's average delivery error to be within the published specification of +/-6%. The pump's expulsor will be trimmed as a preventive measure to bring the delivery into more nominal of a range. The root cause of the reported problem is unknown.